Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No trauma was reported. Re-implantation was performed on (B)(6)2018.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. However, the patient still has five viable active electrode channels and therefore the clinic wants to optimize the map and closely monitor the patient.

Event description:
Device malfunction. No trauma was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but a date has not been made available yet.

Event description:
Device malfunction. No trauma was reported.